Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. There was evidence of contamination found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was intermittently unresponsive. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a clip on a belt or in a pocket and cleaned the pump with a wipe. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.